Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was sent to the emergency room after high impedance was noted on the right ventricular lead when patient presented in clinic on (B)(6) 2018. Patient experienced dizziness, lightheadedness and syncopal episodes with multiple falls. Lead did not sense or capture regardless of polarity or increase in voltage. The lead was capped and replaced on (B)(6) 2018. Pacemaker was also replaced due to capsule formulation on the can. The patient was stable post-procedure.